Event description:
It was reported that sensing difficulty (t wave sensing) and electrical noise during testing was observed. The rv lead was capped. No patient complications were reported as a result of this event.